Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. During in-office testing, the noise could be recreated with left arm movement. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that there were more inappropriate shocks. The entire system was explanted and replaced with a new one. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise. During in-office testing, the noise could be recreated with left arm movement. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection showed a crack in the polycin vorite covering of the sense b notch area. This crack extended into the insulation but not to the conductors. This type of damage has been deemed a design issue. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that there were more inappropriate shocks. The entire system was explanted and replaced with a new one. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise. During in-office testing, the noise could be recreated with left arm movement. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.